Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('pain during sex') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), thyroid disorder ("thyroid issues"), weight fluctuation ("weight issue"), genital haemorrhage ("bleeding"), vaginal haemorrhage ("spotting") and coital bleeding ("bleeding during intercourse"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the dyspareunia, anxiety, thyroid disorder, weight fluctuation, genital haemorrhage, vaginal haemorrhage and coital bleeding outcome was unknown. The reporter considered anxiety, coital bleeding, dyspareunia, genital haemorrhage, thyroid disorder, vaginal haemorrhage and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events were added: genital haemorrhage, coital bleeding , vaginal haemorrhage and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('pain during sex') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), thyroid disorder ("thyroid issues") and weight fluctuation ("weight issue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the dyspareunia, anxiety, thyroid disorder and weight fluctuation outcome was unknown. The reporter considered anxiety, dyspareunia, thyroid disorder and weight fluctuation to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report: anxiety, thyroid disorder, weight fluctuation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: social media record received. Essure removal details and event pain during sex were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.